Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicated the patient also experienced sweating during the two previously reported occurrences of symptoms following a refill.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). The pump (ngp393165h) was returned with an empty reservoir. The initial printout in analysis indicated the pump was last updated on 7-dec-2015 and 13-nov-2015 before that. The refill septum showed some slight damage at the 12 o'clock position where there was a concentration of needle activity on the tapered septum guide ring and at the septum edge. The septum was pressure tested and did not leak. The pump passed the rotor study and dispense accuracy testing. Destructive analysis was done, and there were no significant anomalies found.

Event description:
Additional information was received from a health care provider via a manufacturer representative. The patient's pump had been implanted to treat spinal pain. The patient was receiving 1,000 mcg/ml morphine at 249.7 mcg/day. It was reported that the patient had been refilled on (B)(6) 2015, and the pump was found dry on (B)(6) 2015. The patient was feeling nauseated a few hours after the refill. The patient was seen the following week and reported further symptoms of feeling "high" and having a fever. The patient stated that there was something wrong around the pump, so an ultrasound was used to check the pump. Nothing was found. A catheter aspiration and rotor study were performed as previously reported. The health care provider thought the rotors turned too quickly during the rotor study and did not take the full 60 seconds to turn. The manufacturer representative present during the rotor study noted the rotor did turn, but it seemed to move within the first 20-30 seconds of the prime. The health care provider was sure at the time the pump was not overinfusing: he was suspecting a possible pocket fill. The pump was refilled again. On (B)(6) 2015, the patient reported the same symptoms of fever, nausea, and feeling high. It was noted that these symptoms reported by the health care provider did not match the symptoms reported by the patient. The patient reported the symptoms felt like an "injection" in her arm where she would then "feel high." The injection in the arm was how she described the sensation of being high. The patient's behavior was out of the ordinary. The patient was not seen until (B)(6) 2015, and the pump was found to be completely empty again. The health care provider was now questioning whether the rotor was moving too fast and miscalculating the dose. The health care provider felt the pump overinfused the full 20 ml again. This was twice in 2 weeks. The pump was not refilled, and the patient was supplemented with dilaudid until the pump was replaced on (B)(6) 2015. As of (B)(6) 2015, the patient had no complaints and had a follow up appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (2mg/ml, approximately 50-100mcg/day) in an implantable pump for an unknown indication for use. The manufacturer representative was in a procedure to perform a catheter access port (cap) aspiration and rotor study. There was nothing wrong with the therapy, but the hcp wanted to perform the procedure due to the patient's "psyche"; severe anxiety disorder. "Everything looked good" with the catheter and pump. The manufacturer representative was told the last time the pump was filled a pocket fill occurred; unknown date. Additional information was requested from the hcp regarding patient identifiable information, when the pocket fill occurred, what symptoms the patient experienced, troubleshooting/actions/interventions required, if the cause of the pocket fill was determined, if the pocket fill resolved, and to clarify the patient's severe anxiety disorder. If additional information is received, a follow-up report will be submitted/the event will be updated.